Manufacturer narrative:
The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, and cracked lcd window. Reservoir tube o-ring was fine.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The plastic ring where the vial goes in was cracked. The damaged was located on the reservoir compartment. The customer noticed the crack and a piece was hanging off. They pushed it down and added a piece of tape to it. The customer's blood glucose level during the incident was 180 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.